Event description:
On (B)(4) 2014, biosense webster received the medwatch form from FDA which was stated: an ablation of typical atrial flutter was performed using the biosensewebster flutter 8mm catheter, stockert 70 rf generator, and covidien grounding pad; impedance characteristics and feedback data from the catheter were unremarkable during the procedure. Following the conclusion of the procedure, the patient was discovered to have sustained a severe full thickness skin burn penetrating into subcutaneous fat at the site of the grounding pad. Alarm behavior and connection to the grounding pad were unremarkable during the procedure. There is no available information regarding the patient or the location of the event.

Manufacturer narrative:
Refer to evaluation summary: (B)(4). It was reported from FDA that a patient was discovered to have sustained a severe full thickness skin burn penetrating into subcutaneous fat at the site of the grounding pad. Follow up was performed and no information was provided to biosense webster. No malfunction of device was reported.

Manufacturer narrative:
(B)(4).